Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead position check failed two days after new implantable pulse generator (ipg) was implanted. Further investigations revealed that the ra lead was in the correct location and threshold, sensing and impedance values were all normal. The ra lead remains in use but was reprogrammed to reduce atrioventricular delays. No patient complications have been reported as a result of this event.